Event description:
The customer reported that there was a fluid leak (waxy buildup) of approximately 10 ml from the coulter® act 5diff cap pierce (cp) instrument. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) indicated that he found and replaced the reagent syringes that had caused the leak. The system performance was verified. (B)(4).